Manufacturer narrative:
Date rec'd by MFR: 14aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer wear the nyloc coating by driving the bracket screws in and out and retest. The customer reported wearing down the nyloc coating on the bracket screws and re-testing successfully. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed ground continuity electrical safety testing at the oxygen inlet bracket. There was no patient involvement.